Manufacturer narrative:
Block b3 date of event: date approximate additional suspect medical device component involved in the event: brand name: infinion? Cx upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 19660534 upn: (B)(4). Brand name: infinion? Cx upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 19660534 upn: (B)(4).

Event description:
It was reported that the patient experienced lack of pain relief from their spinal cord stimulation (scs) system. The patient underwent a procedure in which the entire scs system was explanted. There were no patient complications reported. The patient is recovering as expected. The explanted devices will not be returned as they were discarded by the medical facility.